Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 8/6/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined.

Event description:
On 8/23/24 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user reported a low bg of 42 mg/dl after the pump eventually alerted while they were outside. Despite consuming a yogurt drink and toast, their bg continued to drop, leading to a loss of consciousness and two seizures. The user was admitted to the ER, where they were treated with a "glucose drink". The user mentioned this issue had occurred previously, with no resolution despite two pump resets by the beta bionics clinical diabetes specialist (cds) team. The ilet pump was replaced as a precaution. The user was discharged from the hospital the same day.